Manufacturer narrative:
Block b3: exact date unknown, event occurred three months ago.

Event description:
It was reported that the patient had difficulty in charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.